Event description:
In 2009, the patient reported the luer lock of his insulin infusion device came loose from the adapter which resulted in him experiencing an elevated blood glucose reading of 260 mg/dl. His target range is 100-150 mg/dl. He said there are no cracks, splits or other visible damage to the luer lock. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.